Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken spatula tip. The broken piece was not returned and measured approximately 0.068" x 0.120" in size. Root cause of this failure is attributed to the user. Additional observation not reported by site. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.080¿ - 0.107¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. No image or procedure video was provided for review. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4), with 3 uses remaining. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer reported the permanent cautery spatula tip broke off in the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the fragments were retrieved by the first assist using a laparoscopic grasper and the fragments was retrieved and verified by inspecting the abdomen. Only one piece broke off of the instrument and it was confirmed by the nurse and the first assist that the broken fragment was removed. There was no additional surgery or treatment needed. The instrument was inspected prior to use with no damage identified. The instrument was in use for about 60 minutes before it broke and at the time, the surgeon was dissecting endometriosis from the patient's uterus. There was no collision with the instrument before it broke.